Event description:
It was reported that surgery was performed to clean the patient's wound. Device showed signs of corrosion and was removed. No additional hardware was added. Surgeon does not believe an infection was present.